Event description:
It was reported the lead was damaged during the explant procedure. It was stated the lead fractured during the lead removal procedure the day of report. It was noted lead fragments remained in the patient.

Manufacturer narrative:
(B)(4).